Event description:
It was reported that the right ventricular (rv) lead exhibited a high, out-of-range shock lead impedance of 160 ohms. Boston scientific technical services (ts) was contacted, and ts revealed that it had been high for a couple years and suggested testing the lead integrity with a commanded shock. They performed a commanded shock, and the rv lead impedance was still high, out-of-range. Subsequently, during device replacement for normal battery depletion, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.